Manufacturer narrative:
The device is not available for evaluation as it was discarded by the facility at their location due to being a "biohazard". If additional information is received it will be reported in a supplemental report. The product was discarded by the facility at their location due to being a "biohazard".

Event description:
It was reported by a company representative that after an initial surgery was completed a revision surgery took place to remove the implant due to an infection. The infection was treated. No additional information is available regarding the infection. Medical intervention and adverse consequences of the revision surgery are unknown.